Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime event. No additional information was available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 02/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/01/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime warning associated with a zero force reading. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. The pump case was removed, and no internal defects were found. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated.

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.